Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
A compressor mini was investigated due to low pressure error. After replacing the compressor tubing kit and shock absorber, the problem was solved and its handed over to the customer in good working condition. The reported faulty part is supposed to be replaced during the 8000 hours pm (preventive maintenance) for this model of compressor. There is no information of when or if pm have been performed concerning this reported device. The compressor mini must be serviced at regular intervals by personnel trained and authorized by maquet. Any maintenance or service must be noted in a log book. A leakage in the compressor tubing could lead to the loss of air supply for the connected ventilator. This could, depending if oxygen is being used or not, result in stop of ventilation or in a lower than set pressure in the patient circuit. A low pressure alarm will be triggered if this error occurs. It is unknown when or if any of these maintenance has been performed, the cause to the reported issue cannot be determined by this investigation.

Event description:
It was reported that problem was found in the drainage valve and tubing kit of the compressor and both parts need to be replaced. There was no patient harm. Manufacturer's ref.#: (B)(4).